Event description:
The information provided is from a case report published in a journal article. An intraocular lens (iol) was implanted in the ciliary sulcus in 2000. One week postoperatively, the iol was stable. In 2001, the pt presented with a one week history of monocular diplopia. The iol had dislocated into the anterior chamber, and a disinserted haptic was lying in the inferior anterior chamber angle. Four days later, the lens was removed and replaced with a rigid single-piece pmma pc iol placed in the ciliary sulcus. There have been no reported iol related problems since the lens exchange. Note: the iol lens model associated with this event is intended for placement in the capsular bag in pts sixty years of age and older.